Event description:
The pt reported she has switched to a different insulin infusion set and both times she has changed her infusion set she has had elevated blood glucose readings over 300 mg/dl. She stated her normal blood glucose reading is 150 mg/dl. She said she knew she had elevated blood glucose because she started "feeling mean". During troubleshooting, the pt stated she saw an air bubble in the insulin cartridge and so she disconnected from her infusion device and primed the tubing again. She stated she is taking medicine for a very bad cold. The procedure for changing the cartridge and priming the infusion set was reviewed with the pt. Troubleshooting did not find any issues with the product. The pt did not requires assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.